Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, high impedance, and inappropriate shock. The physician noted the lead also has a fracture and alleged the cause of the fracture was due to "clavicular crush." During lead explant procedure, the lead was unable to be successfully extracted due to anatomy complications. The lead was capped and replaced on (B)(6) 2019. The patient was stable.